Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the clip feed into the jaws of the device sideways? No the clips did not feed into the jaws sideways. There seemed to be a delayed reaction and hence resulted in the clip still being in the jaws.

Event description:
It was reported by the affiliate that during a laparoscopic cholecystectomy procedure, the clip would not clip onto the vessel correctly. When the clip was fired off the vessel it was clear to see that the clip was not in line with the jaws of the instrument. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned and one will be discarded. (B)(4).

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. However, it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.